Event description:
It was reported that the syringe pump was connected to main ivf line and had full syringe. After the infusion, the syringe was not able to be disconnected from the main IV line. The syringe was empty, but maintenance fluid was still infusing from the pump module. Later, the syringe was found completely full of an unspecified fluid. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that the syringe pump was connected to main ivf line and had full syringe. After the infusion, the syringe was not able to be disconnected from the main IV line. The syringe was empty, but maintenance fluid was still infusing from the pump module. Later, the syringe was found completely full of an unspecified fluid. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump was connected to main ivf line and had full syringe. After the infusion, the syringe was not able to be disconnected from the main IV line. The syringe was empty, but maintenance fluid was still infusing from the pump module. Later, the syringe was found completely full of an unspecified fluid. There was patient involvement but no harm.